Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturing representative (rep) regarding a procedure. It was reported that the lead was never implanted, and nothing happened to the patient. They noticed the issue before stimulation. No external factors were known. No troubleshooting was needed to occur because they could visualize the lead fracture and the lead was replaced with a new lead. The issue was resolved at the time of this report. Additionally, it was determined that the lead wire was broken when inserted in the patient and it was successfully removed and replaced with another one. No further complications were reported.

Manufacturer narrative:
Analysis of lead (va1t9hj) found that the outer insulation separated at the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.